Manufacturer narrative:
Concomitant medical products: (product ID: 75446540, qty: 8); (product ID: 8690100, qty: 1); (product ID: 7540120, qty: 8) and (product ID: 8690080, qty: 1). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. (B)(4) (levoscoliosis, cervical spondylosis, leg pain, incontinence of bladder and bowel functions). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, patient underwent following procedure:l2 to the sacrum decompression and this consisted of number 2; bilateral l2 laminotomies, bilateral l3 laminectomies, bilateral l4 laminectomies, bilateral l5 laminectomies and bilateral s1 laminotomies; bilateral l2, l3, l4, l5 and s1 foraminotomies; left l3-l4 extruded disk removal; epineurolysis of scar around the left l4 nerve root; removal of facet joint cyst on the left at 4-5; right l3 and a right l4 extraforaminal extrapedicular nerve root decompression; l2-l5 posterolateral fusion; pedicle screw instrumentation from l2-l5 using the medtronic legacy system; reduction of l4-5 spondylolisthes; for pre-op and post-op diagnosis of: spinal stenosis; degenerative spondylolisthesis l4-5; neurogenic claudication; degenerative scoliosis; left l3-4 disk herniation; foraminal stenosis. No complications were reported. On (B)(6) 2005, patient underwent intra-op x-ray of lumbar spine. Conclusion: pedicle screws at l2 and probably l3 well aligned; there is caudal angulation of either right or left-sided pedicle screws at l4 and l5 with possible foreshortening of the posterior fixation bar. Clinical correlation would be appreciated. On (B)(6) 2005, patient presented for office visit and reported significant back pain which radiates to the buttocks bilaterally and her lower extremities. On (B)(6) 2007, patient underwent MRI of lumbar spine w and w/o contrast by following procedure: coronal and sagittal t1 -weighted, sagittal t2-weighted, and axial dual-echo sequences of the lumbar spine were performed on the ge signa 1.5t magnetic resonance imaging system. Postgadolinium axial and sagittal t1-weighted images were also performed. Impression: l5-s1: 3 mm asymmetric broadbased posterior disc bulge which is larger on the left lateral aspect of the central canal. The bulge also extends into the left neuroforamina where it is abutting and displacing, i.e. Likely impinging upon the exiting left l5 nerve root. The combination of the disc bulge and moderate facet joint arthropathy has resulted in moderate to severe left neural foraminal stenosis. The patient also has mild right neural foraminal stenosis at this level. There is no significant central canal stenosis; l4-l5: 3 mm, degenerative type anterolisthesis of l4 relative to l5. There is a minimal, approximately 2 mm broadbased posterior disc bulge which in combination with the retrolisthesis has resulted in mild to moderate bilateral neural foraminal stenosis. There is no significant central canal stenosis; l2-l3: 2 mm, retrolisthesis of l2 relative to l3. There is no significant posterior disc herniation. However, there is mod erate bilateral arthropathy which in combination with the retrolisthesis has resulted in mild to moderate right neural foraminal stenosis. There is no significant central canal or left neural foraminal stenosis; there is mild to moderate levoscoliosis of the lumbar spine with the apex at approximately the l3 vertebral body level. On (B)(6) 2007, patient underwent MRI of lumbar spine w <(>&<)> w/o contrast. Impression: l5-s1: 3 mm broad-based posterior disc bulge with resultant mild compression upon the ventral aspect of the thecal sac. The disc bulge also extends into the left neuroforamen where it ís abutting and possibly impinging upon the exiting left l5 nerve root. The combination of the disc bulge and moderate facet joint arthropathy has resulted in moderate to severe left neural foraminal stenosis. There is mild right neural foraminal stenosis. There is no significant central canal stenosis. These findings appear grossly unchanged; l4-l5: 3 mm (grade l) degenerative type anterolisthesis of l4 relative to l5. In addition, there is a 2 mm broad-based posterior disc bulge which in combination with the anterolisthesis has resulted in moderate bilateral neural foraminal stenosis. There is no significant central canal stenosis. These findings appear unchanged; l1-l2: 2 mm broad-based posterior disc bulge and mild facet joint arthropathy without any resultant central canal or neural foraminal stenosis; there is no evidence of arachnoiditis or any abnormal post-operative fluid collections. On (B)(6) 2009, patient underwent CT of lumbar spine. Impression: lnterpedicular screws at l2 through l5 are intact with no evidence of loss of fixation or loosening; levoscoliosis with severe disc space narrowing at l2-l3, l3-l4, l4-l5 and l5-s1; at l5-s1 there is a bulging calcified disc measured at 3.7 mm with bilateral moderate to severe foraminal stenosis. There has been a laminectomy. No evidence of central canal stenosis; at l4-l5 there is a 5.2 mm anterior spondylolisthesis with severe disc space narrowing and disc desiccation. In addition, there is a 4.4 mm disc bulge extending on the right with moderate right foraminal stenosis. There has been a laminectomy, no evidence of central canal stenosis; at l1-l2 there is an association with described scoliosis. There is a calcified left paramedian 2.4 mm disc bulge with additional left lateral 5.1 mm bulge impinging the left neural foramen however, this does not appear to impinge on the nerve root sleeve. On (B)(6) 2009, patient presented for office visit. Patient reported back pain. Patient underwent x-ray of lumbar spine and cervical spine due to back pain and neck pain. Impression: the patient with cervical spondylosis with disk space collapse at c4-c5/ c5-c6, and c6-c7 with anterolisthesis of c3 on c4 which moves on flexion-extension views. Impression: the patient with thoracolumbar scoliosis, status post posterolateral fusion with pedicle screw fixation from l5 to l2 with spinal- stimulator placed and thoracolumbar scoliosis. On (B)(6) 2009, patient underwent following procedure: a lumbar diskogram at l1-l2; fluoroscopic guidance; moderate conscious sedation; for pre-op and post-op diagnosis of: back pain. No complications were reported. On (B)(6) 2012, patient presented for evaluation of back pain. Patient had chronic left sided low back and leg pain. X-rays of the left hip from (B)(6) 2011, are unremarkable. X-rays of the lumbar spine taken today show the fusion from l2 to l5 with degenerative changes above and some mild degenerative changes at the sacroiliac joints. On (B)(6) 2012, patient presented for office visit for sacroiliac joint injections. On (B)(6) 2013, patient presented for office visit. Patient reported pain in both thighs and lateral calves. Patient underwent procedure for kenalog injection. On (B)(6) 2013, patient presented for follow-up visit on right hip injection. Patient had problem in both knees and chronic back pain. X-rays of both knees show the right knee is essentially unremarkable. The left knee shows some early degenerative changes. Patient underwent procedure for orthovisc injection. On (B)(6) 2013, patient presented for office visit for left knee. Patient underwent procedure for orthovisc injection. On (B)(6) 2013, patient presented for office visit. X-rays of her back show some osteoporosis. The fusion appears to be healed but she has some kyphosis. On (B)(6) 2013, patient underwent CT of lumbar spine without contrast. Impression: no interval change in the spondylolisthesis of l4 with respect to l5 measuring on the order of 5 mm. There is persistent moderate right foraminal stenosis in this patient who is status post laminectomy at this level; bulging calcified disc at the l5-s1 level with moderately severe bilateral neural foraminal nanowing, stable when compared to the previous study; the pedicle screws from l2 through l5 ale intact with no evidence of loosening; persistent levoscoliosis which is mildly increased since the prior study. The cobb angle is 25 degrees and the scoliosis is centered at the l3 level. On (B)(6) 2013, patient underwent CT of lumbar spine without contrast. Impression: no interval change in the spondylolisthesis ofl4 with respect to l5 measuring on the order of 5 mm. There is persistent moderate right foraminal stenosis in this patient who is status post laminectomy at this level; bulging calcified disc at the l5-s1 level with moderately severe bilateral neural foraminal narrowing, stable when compared to the previous study; the pedicle screws from l2 through l5 are intact with no evidence of loosening; persistent levoscoliosis which is mildly increased since the prior study. The cobb angle is 25 degrees and the scoliosis is centered at the l3 level. On (B)(6) 2013, patient presented for office visit, CT showed previous fusion and nicely positioned screws. Patient underwent procedure for kenalog injection with xylocaine. On (B)(6) 2005, patient underwent x-ray of chest ap and lateral, conclusion: minimal left lower lobe peribronchial infiltration with small left effusion blunting the posterior sulcus; otherwise, no acute abnormality is seen. On (B)(6) 2014, patient presented for office visit due to back pain, leg pain and stooped posture. Patient reported leg pain travels down the anterior hip, lateral thigh, lateral calf to the dorsum of the foot as well as bilateral buttocks. Patient also reported weakness and numbness in the legs, incontinence of bladder and bowel functions. Pain gets worse with sitting, standing and walking, patient was unable to walk for more than 10 feet without a walker. Radiographs taken today including full length scoliosis views show a 9cm coronal imbalance off towards the right on c7 plumbline. She does have posterior screws from l2-5. She has adjacent level scoliosis measuring 40 degrees from t12 to l2. Apex towards the left. In the lateral view, she has a pelvic incidence of 52 degrees and 0 degree of lumbar lordosis indicating a net deficit of 50 degrees. Her pelvic tilt is 34 degrees indicating an additional 14 degrees of compensatory pelvic retroversion. Her sagittal imbalance measures 30 cm to the c7 plumbline with correction of the pelvic tilt to neutral. This does increase to 36 cm. We reviewed a recent CT scan which shows a clear non-union at l4-5level. She has severe degeneration below at l5-s1 as well as t12-l1 with vacuum discs. Patient underwent x-ray of spine scoliosis study standing. Impression: moderate s-shaped scoliosis of the thoracolumbar spine with the thoracic curvature showing variation during side bending and the lumbar curve unchanged with side bending; posterior fusion of the lumbar spine. No evidence of hardware failure. (B)(6) 2014, patient underwent following procedure: lumbar puncture; lumbar thoracic myelogram; for pre-op and post-op diagnosis of: possible spinal canal stenosis. No complications were reported. Impression: successful lumbar puncture for lumbar myelogram. There is no significant spinal canal stenosis. On (B)(6) 2014, patient underwent CT myelogram of lumbar spine w/o contrast due to kyphoscoliosis. Impression: post surgical changes from l2-l5 posterior spinal fusion and laminectom y from l3-s1; multilevel throracic spondylosis with moderate central canal narrowing at t11-t12 and mild central canal narrowing at t12-l1; severe multilevel lumbar spondylosis and levoscoliosis with multilevel neuroforaminal narrowing as above. No evidence of lumbar central canal narrowing. On (B)(6) 2014, patient presented for follow-up visit. Patient reported leg swelling, back pain, leg pain, sagittal and coronal imbalance. Patient underwent x-ray of lumbosacral spine 4 views. Impression: redemonstrated post surgical change of the lumbar spine, status post posterior fusion from l1 -l5. Osseous alignment appears stable. No evidence of hardware fracture. Suggested lock nut release from the left-sided l5 to the attachment. On (B)(6) 2014, patient presented for office visit. On (B)(6) 2014, patient presented for follow-up visit. Patient reported pain and inability to stand upright. Radiographs showed a 9 cm right sided coronal shift. She has posterior instrumentation from l2-l5. There is a 40 degree scoliosis from t12-l2 apex towards left. On the sagittal film her pelvic incidence measures 52 degrees and she has 0 degree of lumbar lordosis. Her pelvic tilt measures 34 degrees. Sagittal imbalance measures 30 cm of the c7 plumbline.

Manufacturer narrative:
Although the exact event (onset) date is unknown, it was reported that the event occurred in (B)(6) 2014. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. Post-operatively, in (B)(6) 2014, the patient learned for the first time that the device failed inside her body. The patient was hurt and injured in her health, strength and activity, sustaining injuries to patient's body and shock and injury to her nervous systems, which continued to cause patient great physical, mental and nervous pain and suffering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.